Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was rec'd from patient's family/friend. They mentioned the pt's therapy was turning off by itself almost daily; issue had started about a year ago. Pt had met with a rep about a year ago, and rep performed "some computer stuff to correct the issue," but the issue persisted even though the troubleshooting by rep helped some. Caller said the pt did not know when the therapy was instantly off, but knew after a few hours of the therapy being off because the pt's pain symptoms returned and pt was in "a great deal of pain" when the therapy turned off by itself. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Family member/friend reported that patient would feel stimulation and then not feel it. I asked if he had any falls recently and she was not aware of any. Manufacturer representative (rep)  advised her to contact neuro customer service and have them contact the rep responsible for the area. Caller reported the ins keeps going off since a few weeks ago caller stated that pt can connect with the pt programmer and turn stimulation on but it doesn't stay on for very long. Caller was redirected to manufacturer representative (rep).